Event description:
A physician reported that cutter did not aspirate and could not cut during cataract and vitrectomy surgery. The surgery was completed by replacing with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray, for the report. The probe sample was visually inspected and found to be non-conforming with the needle bent, the port distorted, clear foreign material on the needle, and orange/brown foreign material on the port face and welded cap. Functional testing was unable to be performed due to the distorted port. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be broken at the port and bent. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the port of the probe needle was distorted, therefore functional testing was unable to be performed and the reported aspiration and cut failures could not be confirmed. The evaluation also indicated that the probe needle was bent. The most likely root cause of the bent needle, bent inner cutter, and distorted port is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. How and when the inner cutter became broken at the port cannot be determined from the evaluation performed. The reported aspiration and cut failures could not be confirmed and an exact root cause for the bent needle, bent inner cutter, and distorted port was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).